Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4)

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen while being configured for a patient. The device was not in use when the fault occurred ;therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing was not able to reproduce the reported unresponsive "up/down arrow" in the touch screen. The device evaluation found that the lcd module failed to pass all service tests and showed that the touch screen was marginally responsive. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was most like due to physical damage of the top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen while being configured for a patient. The device was not in use when the fault occurred; therefore, there was no patient involvement.